Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs medical records received 02/06/2017. Upon review of the medical records 02/20/2017, the patient had an incision and drainage with femoral head exchange on (B)(6) 2008 the liner was previously reported on (B)(4).

Manufacturer narrative:
Pfs medical records received 02/06/2017. Upon review of the medical records 02/20/2017, the patient had an incision and drainage with femoral head exchange on (B)(6) 2008 the liner and all other components were previously reported on (B)(4). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.